Event description:
We received a report that during the implantation of a tecnis 1 piece (B)(4) intraocular lens (iol) the haptics stuck together and to the anterior side of the optic. The report indicated that the surgeon allowed about 30 seconds for the iol to unfold and then used a ''pusher'' and ''spatula'' to manipulate the iol. Sometimes the haptic stick so as to cause the iol to tilt. The iol remains implanted and there was no patient injury.

Manufacturer narrative:
Concomitant medical products: eyefill c viscoelastic; the unfolder platinum 1 handpiece; 1mtec30 cartridge. (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. There were no discrepancies or defects found during the mrr (manufacturing record review) that are related to the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.